Event description:
An artelon cmc spacer was explanted due to alleged severe changes at the carpometacarpal joint. (B)(4).

Manufacturer narrative:
Investigation based on lawsuit documents filed against artimplant ab and artimplant (B)(4), inc. No info supporting allegations of lawsuit currently available.